Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop renal cell carcinoma. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop renal cell carcinoma. The patient required surgery in response to the reported event. On the previously submitted report, section d4 had incorrect UDI number which is still unknown. The manufacturer received information stating that the device was scrapped and will not be returning to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.